Manufacturer narrative:
No consequences or impact to the patient device. Removal difficulties peeling. Evaluation of the returned device revealed damage to the teflon guidewire coating, exposing a segment of the inner core wire. Based on the event description along with the physical condition of the returned device, it appears that the reported malfunction is attributable to procedural use (operational context).

Event description:
It was reported to boston scientific corporation that resistance was felt when a hydrajagwire guidewire was being removed from the patient (patient gender, age, and weight are unknown). According to the complainant, when the physician added more force to pull it and the peeled jacket was found"; reportedly, however, the teflon guidewire coating did not detach. The procedure was completed using another hydrajagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."